Event description:
Clinical trial. It was reported that following a carotid artery stenting procedure, the pt developed in-stent restenosis. The index procedure treated the 80% stenosed, 5.5x18mm lesion in the ostium of the right internal carotid artery. Treatment consisted of placement of a filterwire ez and deployment of a nexstent resulting in 50% residual stenosis. The pt was discharged one day post procedure. At the 12 month study follow up visit, carotid duplex showed 40-50% narrowing of the right internal carotid artery by diastolic velocity criteria. Systolic and diastolic velocities are mildly increased compared to a 2009 study. Ultrasound showed 59% stenosis of the target lesion. No action has been taken as a result of this event. The event is listed as not recovered/not resolved. The investigator assessed this event as probably related to the nexstent.

Manufacturer narrative:
As the unit was not returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The root cause is anticipated procedural complications as this event is a known psychological effect of the procedure and is noted within the dfu.